Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer advised to use multiple daily injections as backup insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.